Event description:
MDR decision date: (B)(6) . No serious injury alleged. Malfunction alleged. Per the ivc territory business manager, the brake levers are very loose. He states they have already replaced the levers and they are still too loose. MDR filed.